Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking from the "seam" at the bottom of the buretrol while infusing etoposide. The leak occurred shortly after priming the bag. There is no report of patient harm and there are no further details regarding the event.